Event description:
It was reported that pump insulin gauge displayed an amount different than expected, including a fill estimate of 0 units and later estimates that did not match customer expectations, which caused customer to feel uneasy about continuing pump use. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to refill and load new cartridge, deliver a test bolus, review past fill estimate calculations, and receive education on proper loading technique, and pump replacement was approved and shipped with instructions for backup therapy, storage and return of problematic pump, and setup of replacement pump. Customer will continue to use current pump.